Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the arm for between 4 to 24 hours when pain was experienced at the pod insertion site during the night. The site was described as pimple-like with associated bleeding. After drainage was observed at the site, medical advice was sought. The physician was contacted and provided guidance via text message. No in-person medical visit or hospital admission occurred. The reported diagnosis was a pod site reaction. Topical treatment with a triple antibiotic ointment was prescribed. Bleeding at the site was reported upon pod removal. The patient successfully resumed pod therapy.